Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink solution set leaked at the clearlink injection point. This occurred during setup. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Correction to b5: update to, it was reported that a clearlink solution set leaked "right below the clearlink injection point". The issue was further described as, the leak was observed between the injection site and tubing. Additional information: d9, h3, h4, h6 (update codes), h11. H4: the lot was manufactured in august 2024. H11: the actual device and retention samples were provided for evaluation. A visual inspection of the actual sample and retained samples were performed which did not identify any abnormalities that could have contributed to the reported condition. A functional leak test was performed and observed a leak at the junction of the tube and y connector. The reported condition was verified in the actual sample; however, the issue could not be verified in the retained samples. The cause of the condition was determined to be related to the manufacturing process; the bonding was not performed correctly. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.